Event description:
This is 2 of 3 reports for the same event, complaint (B)(4).

Event description:
Initial operation was on (B)(6) 2011. Removal attempt was at the (B)(6) 2012. During this operation following unknown devices broke, one screwdriver, one cutting pliers and one extractor.

Manufacturer narrative:
This device used for treatment and not diagnosis. Additional information from synthes (B)(6). =initial implantation: additional information. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm ti lcp superior anterior clavicle plates was processed through the normal manufacturing and inspection operations with no scrap noted. One ncr ((B)(4)) was written at the final release step for burrs found in head holes. The parts with burrs were reworked to remove the burrs and then were reinspected to verify all burrs were removed. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Additional narrative: an investigation was conducted and it states that the relevant dimensions could not be checked because of the damages, which were caused during the extraction. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and international standards. It is impossible to determine the exact cause of the screw blockage. The reason for this phenomenon may be different. Too much applied force while tightening or an improper alignment between the screw and the plate can lead to such an occurrence. Another reason could be instable fracture which lead to micro movement what can cause such fretting as well.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with 3.5mm ti lcp superior anterior clavicle plate and screw construct on an unknown date. It was reported the surgeon could not remove the device for the first planned removal of hardware and the surgeon left the device in place. Reportedly the patient developed an infection. Patient was returned to the or on an unspecified date for removal of hardware. No further information was provided. This report is for the second revision surgery. This is 1 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
This complaint pertains to broken instruments from initial planned removal attempt. This is report 1 of 7 for complaint (B)(4).